Event description:
It was reported that the ilet device associated with the patient was not linked in the system, data could not be retrieved, and the original patient-owned ilet had a cracked screen. Investigation of this case revealed device misuse and traceability issues due to use of an unassigned, inactive unit obtained outside authorized channels, along with physical damage to the original ilet¿s screen. No reported injury as a result of cracked screen and no adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. It was concluded that the event involved improper device sourcing and a damaged device screen, with no clinical harm reported.